Event description:
It was reported that the unit is alarming over temp and the unit is brand new. The unit is not warming the fluid. Additional info received via email 12-oct-2022. No patient involved. Event occurred during preventive maintenance.

Manufacturer narrative:
UDI in is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: the complaint sample was returned for evaluation. The physical condition of the unit looked to be in good physical condition with normal wear and tear. Functional testing was performed. The pump was intermittent; the device would heat the fluid only while the pump was circulating. The complaint was confirmed. The faulty pump and leaking interlock block were replaced. Preventive maintenance was performed. The root cause of the issue could not be determined. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date, and there was no indication of a manufacturing defect during the investigation. A service history review identified this device had been serviced as recently as about a month earlier and had passed all functional tests. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.